Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in unintended site. Device issue: stent dislodgement. It was reported that during the procedure, the stent dislodged in the left main. An attempt was made to retrieve the stent, but was unsuccessful. A balloon was used to compress the stent against the vessel wall. No add'l event or pt info is available.

Manufacturer narrative:
Results -product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 59.5 cm distal to the strain relief tubing. There was a kink in the inner and outer member 9.5 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident info and the analysis of the returned product. Ultimately, a definitive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. Factors that can affect stent dislodgement inside the body include, but are not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the pt anatomy and/or previously implanted stents. No pt anatomical info was provided in this case, which may have aided the eval. The sds was returned without any blood or contrast visible. The analysis confirmed that the stent implant had dislodged and was not returned. However, there were crimp marks evident on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned and may have further assisted in the eval. In this case, there was no note of any damages to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the stent dislodgement. The analysis noted a kink in the hypotube, and a kink in the distal shaft; however, this damage was not reported in the case description and most likely occurred during the procedure or as a result of handling during packaging for shipment back to abbott vascular for analysis. Although no definitive cause for the kinks can be determined, this damage does not appear to be related to or have contributed to the dislodged stent. A review of the finished device lot history record did not reveal any non-conforming material records associated with this lot and all on-line inspections and testing met mfg criteria. In this instance, based on the info received with this complaint and the returned product analysis, a definitive cause for the reported stent dislodgement cannot be determined, though there does not appear to be any indication of a product quality deficiency. Product performance engineering will trend and monitor the experience circumstances. To ensure this type of occurrence is not a result of a potential mfg or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance.